Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported leaking occurred from the connection between the bag and tube right after they started using the device. There was no harm to the patient.

Manufacturer narrative:
H3 evaluation summary the device history record (DHR) review could not be performed because the lot number was not available. Two used samples were received at the manufacturing site for evaluation. Visual and functional inspection was performed and found leaking at the bottom of the bag the root cause was found to be related to incorrect bag sealing during the manufacturing process. No formal investigation action is being taken at this time because the failure mode is not a trend. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be closed with no further action and will be used for tracking and trending purposes.